Manufacturer narrative:
Additional information was received on 26-oct-2025. The physician¿s opinion on the cause of this adverse event was that the cause could not be determined, but probably procedure related. The procedural act was 300-400 seconds. One transseptal puncture site was performed during the procedure. The number of performed ablations was 103 ablations performed outside the pulmonary veins. No ablations were performed within the pulmonary veins. Prior to noting the pericardial effusion/ cardiac tamponade, ablation was performed. The flow settings were below 30w: 8 ml and above 31w: 15ml. Initially reported in the 3500a initial the unk_smartablate pump and unk_smartablate generator as concomitant products. The product information has been provided for both systems. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation (afib) ablation with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop, cardiac tamponade treated with drainage. During afib, while mitral isthmus ablation, the patient's blood pressure dropped. An echocardiography was performed and found the presence of pericardial effusion. Timing was approximately 3 hours since the patient entered the room. Drainage was performed, the patient's symptoms improved, then the patient left the room. The physician's judgment on health hazard was non-serious (moderate/minor) with extended hospitalization. The contact force (cf) monitoring methods used were real time graph, dashboard, vector, and visitag. The visitag coloring settings used was tag index. No abnormalities observed prior/during use of the product. Additional information was received. The outcome of the adverse event was improved. The patient did not require cardiac surgery. The energy delivered was radio frequency (rf). Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31587496l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).